Manufacturer narrative:
Product event summary: analysis found that the device was mechanically intact, and the device passed all incoming functional tests. Battery was nearly depleted, the back up battery was replaced as a result.

Event description:
It was reported by a sales representative (sr) that the analyzer would not connect with the programmer; the connection had been lost. The sr restarted the session, but the problem remained. The sr then took out the analyzer and reintroduced it again, but that did not fix the issue either. The analyzer was replaced with a different one and the issue was resolved. The analyzer has been returned. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.